Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following impella cp implant, the device immediately triggered suction alarms coinciding with low flows. The p-level was adjusted, but the alarms continued. A kink was subsequently noted under fluoroscopy and the decision was made to replace the pump. There was no resulting patient harm.

Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. The clinical details state that following ¿normal insertion of impella cp via lfa¿ utilizing ultrasound guidance and micro puncture to obtain access, device started in auto and begin having suction alarms and low flows. The physician tried to adjust p-level to resolve suction and had continued alarms. The physician noticed visible kink in cannula under fluoroscopy. The data logs confirm low flow and suction. The pump was returned and there was a kink in the cannula. The root cause of the low pump flow is due to a cannula kink but the cause of the kink is unknown. The root cause of the product damage (cannula kink) cannot be determined to due limited clinical details provided.